Event description:
It was reported that product performance data was reviewed and classified as inappropriate detection. The device remains in use. The patient was enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6931, implantable tachy lead, (B)(6) 2006; 4193, implantable pacing lead, (B)(6) 2006. (B)(4).